Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 31 events were reported for this quarter. Product return status: 29 devices were received for evaluation; 2 device s were not available to stryker for evaluation. Evaluation status: 29 events were confirmed during testing, - 27 devices were found to be affected by a lubrication problem, - 2 devices were found to be affected by corrosion. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 31 malfunction events in which the device reportedly overheated; 31 events had no patient involvement; no patient impact.